Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon evaluating a ventricular fibrillation episode, the patient was found to had received inappropriate antitachycardia pacing (atp). There was apparent right ventricular lead noise on the v sense amp leading to the detection. There were also multiple out of range, low pacing lead impedance measurements. Programming changes were made. The patient was not symptomatic.